Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -9.0/2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed due to the lens had tore during injection/delivery into the patient's eye. There was no patient injury. On (B)(6) 2021 a replacement lens was implanted of the same model/length and this resolved the problem. The cause of the event was reported as "other" and noted "lens stuck in plunger and got damaged while injecting into the eye".